Event description:
It was reported that patient received inappropriate shocks due to oversensing. During the change out, physician could not gain access for a new pace sense. So the new device was hooked up to the failed right ventricular (rv) lead. The pacing impedance of the rv lead in the new device was high. The lead was removed and replaced the next day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.